Event description:
A surgeon reported the phaco handpiece has no power during the third step of a cataract procedure. The handpiece was exchanged to complete the case. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The phaco handpiece (hp) was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the event was confirmed (via data feedback) and found it to be nonconforming. Although the handpiece was confirmed to be nonconforming, how the handpiece became nonconforming remains inconclusive. (B)(4).